Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. Customer changed out infusion set; no issues were observed. Customer resumed insulin delivery and remainder of bolus was delivered. There was no reported impact to customer's blood glucose.